Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to download a patient's images from electronic picture archiving and communication systems (pacs). The site confirmed that the wired internet protocol (ip) on the digital intercommunication of medicine (dicom) transfer page was green. The start test for the pacs connection passed with all green tests, but when searching the patient in their pacs on the navigation system the patient would not populate. The site confirmed they were able to see patient on pacs end. The site said when trying to transfer, their imove system showed error 801. Site to attempted loading patient through universal serial bus (usb)/compact disc (cd). No patient present. Troubleshooting was performed, the site was using the wrong network port and the issue was due to user error.